Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was completed for part #314.29, lot #10-7739: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 01-jun-2010. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No service history review can be performed as part number 314.291 with lot number(s) 10-7739 is a lot/batch controlled item. The manufacture date of this item is 22-nov-2010. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an unknown surgery performed on (B)(6) 2016, the sliding mechanism handle broke. There were fragment generated, however, they were removed without difficulty. There was no reported delay in surgery. The surgery was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The following complaint device was received by customer quality (cq): one sliding mechanism (part number: 314.291, lot number: 10-7739, mfg date: 01jun2010) the complaint condition is confirmed. A visual inspection and drawing review were performed as part of this investigation. The sliding mechanism is used in conjunction with one of the four attachment arms (hohmann-style arm, pelvic arm, percutaneous arm and bone hook-shape arm) to construct the collinear reduction clamp. This clamp is intended to assist in achieving and maintaining fracture reduction in minimally invasive techniques. The complaint was able to be confirmed as the sliding mechanism was received with the handle broken in two pieces. Replication of the complaint is not applicable with this complaint condition. The overall balance of the device was worn but consistent with 6+ years of regular use. A review of the relevant assembly design drawings for the sliding mechanism was performed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No definitive root cause was able to be determined. However, the failure mode is typically associated with excessive loading and/or rough handling. The applied force during use likely permitted final separation. Proper care and maintenance is addressed in the literature. No product design issues or discrepancies were observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.